Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer was admitted to the hospital and was treated with intravenous insulin to address the elevated bg. Reportedly, the customer changed pump supplies to address the issue but ultimately reverted to an alternate method of insulin therapy. No discharge date from the hospital was related to tandem technical support.